Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. On an unreported date, the patient was treated with fortum 1 gram and vancomycin 2 gram (frequencies, duration and routes not reported) for the indication of peritonitis. At the time of this report the outcome of this peritonitis event was not reported. The action taken with dianeal therapies was not reported. No additional information is available.